Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected low battery. Insulin pump was monitor and no high pitch squeal or constant tone anomaly noted. No low reservoir or frozen screen noted during our testing. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that customer heard a high pitched squeal sound on the insulin pump. Customer had a low reservoir alarm and while she was changing the reservoir, she received a low battery alarm. Customer changed the battery and now the pump is alarming and none of the buttons are responding. The pump showed a solid circle and the version of the software on the bottom right corner. Customer's blood glucose level was 122 mg/dl. Customer received a constant tone when they changed the reservoir and the battery. Customer stated that her battery usually lasts about two months, but this most recent battery has only lasted about a week. Customer tested her blood glucose after changing the battery, but the blood glucose level did not show on the pump. Customer removed the battery for 5 minutes and inserted a new battery. The constant tone did not disappear. Customer was advised to monitor blood glucose levels and resume injections per doctor's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.